Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that they had a stroke. The indication for use for the implanted device was noted as spinal pain.

Event description:
Additional information received from the patient on (B)(6) 2016 reported there was no device concern or change in therapy related to the patient's stroke. The patient noted that 2 medications that she took were changed. The patient further noted that there were no circumstances that led to her stroke. She was just writing and became lightheaded and fell on the floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.